Event description:
It was reported that the anesthesia system failed the pressure transducer test in the system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the anesthesia system on site. The inspection revealed that the fresh gas pressure transducer printed circuit board (pcb) was defective and that the reported issue was solved by replacing the faulty pcb. After the service, the device passed the system checkout successfully. The device logs were received and evaluated. The test log confirms the reported failure related to pressure transducer issues and shows that the pressure transducer failed due to the measured zero pressure offset for the fresh gas pressure transducer pcb being out of range. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout, the zero pressure offset is measured and if the measured offset is outside the allowed limit (±300 mv from factory calibrated value) the test will fail. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the replaced pressure transducer pcb was the cause of the failure. However, the root cause of why the part failed has not been established as it was not returned for further investigation.

Event description:
Manufacturer's ref: #(B)(4).